Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Crease folding of implant: observed, creases on the device. Seroma-late: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. No additional observations are performed. Additional observations: red particles observed, on the surface of the device. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, crease/folding of implant, lump/nodule.

Event description:
Healthcare professional reported, left side "clear fluid in fold", "irregular borders", "multiple radial folds" and "several nodules". Device has been explanted and replaced.